Event description:
The event is reported as: the customer alleges the device was observed to have a torn cuff. The reported defect was detected after the completion of a procedure. There was no reported harm to the pt.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.